Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73f1800760 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that prior to application to the patient, the customer shot one clip, but clips fell from the vessel. A 2nd box was opened, but the same issue was found. The 3rd one was fine and treatment was completed.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws of the device and was unable to latch onto the top jaw. This was repeated with the same result for the second, third and fourth clips. The fifth clip was unable to load properly but this time, it was unable to latch onto the bottom jaw. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from loading properly into the jaws of the device. The sample was received with 10 clips remaining, indicating that 5 clips were fired by the end user. A non-conformance has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip fell" was confirmed based upon the sample received. One device was returned with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that prior to application to the patient, the customer shot one clip, but clips fell from the vessel. A 2nd box was opened, but the same issue was found. The 3rd one was fine and treatment was completed.